Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at over 60 mg/dl. The customer stated that the incident occurred after bike riding. The customer treated their low blood glucose with candy. The customer was assisted with trouble shooting and their insulin pump passed the displacement test. The customer was advised to monitor the device for any issues. The customer did not return the product back for analysis.